Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was performed for provided lot number 0003673. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 1 picture sample was received for evaluation by our quality team. Through examination of the picture sample, it shows an open box with bulk syringes and a hand holding a sample with a syringe with the scale marking missing. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photo provided. Root cause description: the cause for this defect could have resulted during the syringe assembly process, where the barrel mold machine ran low on ink and the barrels did not get the scale printed and went undetected. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe was missing its scale markings during use. The following information was provided by the initial reporter: "the order of luerlock syringes came as well (invoice number (B)(4)), and a significant portion of the syringes didn't have graduated markings stamped on them".